Manufacturer narrative:
Product analysis: the device remains implanted; therefore, it will not be returned for evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 42 days post implant of this annuloplasty ring, the patient was hospitalized with symptomatic bradycardia and new 3rd degree atrio-ventricular (av) block. A new permanent pacemaker was implanted 44 days post-implant, resolving the conduction disturbances. No other adverse patient effects were reported.